Manufacturer narrative:
Concomitant medical product: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing during atrial tachycardia/ atrial fibrillation episodes and diminished sensing were noted on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.